Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, sn(B)(6) used for treatment, was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with user technique/variance. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during cori ukr procedure when they had calibrated and gone through all of the registration steps in the planning phase, the implant planning went smoothly and everything looks like an appropriate plan. They then moved into the gap planning screen and the crafts looked far from normal. The graph itself looked like a well-balanced knee. However it said that the knee was in a large degree of varus and was going to put it into 13° of valgus. This did not match the amount of resection that they were going to do nor how the knee felt in real time. Then, went back all the way to the neutral position collection and completed registration a second time. The graph only changed a very small amount and it still said that they were going to put the knee into 10° of valgus. They proceeded with the case (the surgeon was aware worst case scenario he would have to create a small soft tissue release to balance the knee and would stop if the resection levels at any point looked inappropriate). The resection levels looked great and the patient was not harmed in anyway. They continued with trailing and ended up being very well-balanced at about 3 to 4° of varus. The surgeon was happy with the outcome of the knee but it did not match what was in the planning stage and that caused hesitation. No harm was done to the patient. Delay fewer than 30 minutes reported.